Event description:
It was reported that, "surgeon commented that pt is dislocating. Removed cup, liner and head."

Manufacturer narrative:
The root cause cannot be determined with the info provided. Dislocation is a known possible adverse effect of total hip arthroplasty, as stated in the instructions for use. Device history records for the specific lots indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot codes.